Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital for a routine pacemaker change due to elective replacement indicator (eri). It was reported that there was oversensing on the atrial channel and that a lead safety switch was declared and the lead configuration had been changed to unipolar. Unipolar configuration displayed low impedances however, not out of range. The patient would not consent to a new lead implant. No adverse patient effects were reported. Remains in-service.